Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power extension cable on the patient electronic system (pes).

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. External and internal visual inspections of the unit revealed exposed wiring of the power extension cable. A known working test power extension cable was used for testing due to power issues with the returned power extension cable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.